Manufacturer narrative:
Citation: tarzia, p. Et al percutaneous management of failed bioprosthetic pulmonary valves in patients with congenital heart defect s. Journal of cardiovascular medicine. 2017; vol 18 no 6 doi (B)(4). Earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding percutaneous management of failed bioprosthetic pulmonary valves in patients with congenital heart defects. All data were collected retrospectively from a single center between 2008 and 2015. The study population included 6 patients, 4 of which were implanted valve-in-valve with medtronic melody transcatheter bioprosthetic pulmonary valve. It was reported that one patient had a previously implanted melody valve and one had a previously implanted freestyle valve. The study population was predominantly male; mean age 16 (10¿60) years, mean body weight 56 (31¿72) kg. Serial numbers not provided. Among all patients, no deaths occurred. Adverse events for the previously implanted melody and freestyle valves included; stenosis and equal to or less than moderate regurgitation treated with a valve-in-valve. Among all patients, implanted with a valve-in-valve, adverse events included: pulmonary regurgitation. No treatment was reported. Based on the available information, these events may have been attributed to medtronic product, however a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects or product performance issues were reported.